Manufacturer narrative:
Concomitant medical products: concomitant therapies: juvéderm® volux. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 1.7 ml juvéderm® volux to the jaw (jw4) and chin c1 and c2) and 0.5 ml juvéderm¿ voluma¿ with lidocaine to c6. Patient decided to take a tramadol prior to treatment. No blanching noted at the time of treatment and no pain expressed by patient outside normal injection sensation. Patient experienced ischemia and necrosis less than 24 hrs after treatment. An unspecified number of hours after injection, patient sent a picture to the injector. No real pain reported "(still tramadol effect?)". Patient took one extra strength advil that night for pain/throbbing to chin area. Increased redness to c1 area and small blisters to chin crease noted. The following morning, injector met patient at the clinic and pictures sent to clinic owner and medical director. Warm compresses applied. Patient reports mild discomfort, not necessarily pain or throbbing. 2 hours later, 300 units hyaluronidase (150iu/ml) injected to chin crease area, and warm compresses were applied. Patient claims "chin waking up, like pins and needles...felt like a pressure release." 30 minutes later, less marked area noted to bottom borders of c1 mottling. Another 300 units administered to chin crease to flood area. Warm compresses applied and area was massaged. No pain, just tender. An hour later, chin area was still purplish with less defined borders. Another 300 units hyaluronidase applied to c1 area and chin crease 13 minutes later. Pictures taken. An hour later, 300 hyaluronidase units applied to lateral area of c1, and 300 units to c2. Areas were then massaged. 30 minutes later, 150 units hyaluronidase injected to each jw4 area. Chin was very pink/red and irritated looking. The following hour, medical director was happy with capillary refill. Upon observation, there was no pain just slight burning to entire chin area. Patient sent home and advised to take pictures in 4 hours. Physician ordered 20 mg reactine and chlorhexadine wash to chin area. 1800 units hyaluronidase total applied over c1, lateral c1, c2, c6 and jw4. 4 hours later, patient sent picture update. No pain, just bruises at hyaluronidase injection points. The following day, patient sent picture update. Small improvement upon observation. No pain, slight burning. Symptoms approved over the next 5 days. Reacting treatment discontinued. Symptoms reported as "improved" 5 days after stopping reactine treatment.